Event description:
It was reported that the patient was unable to use their spinal cord stimulation (scs) device to treat his low back and pain on the top of his legs. The patient stated that he does not use the implantable pulse generator (ipg) all the time. The patient experienced undesired sensations and high impedances on one of the scs lead contacts. The patients therapy was turned off and the patient later underwent a full scs system explant procedure. The explanted devices were disposed of by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 15085502. UDI: (B)(4).